Event description:
While pacing a pt. The device initially captured the pt and then lost capture. The clinician obtained another device to continue treating the pt. There was no adverse effect to the pt due to the reported malfunction.